Manufacturer narrative:
The technician found the head section gas spring was frozen. The technician replaced the gas spring to repair the stretcher.

Event description:
Info received indicates the head section is stuck and could not be raised or lowered.